Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was calculations were not was the customer expected. During troubleshooting it was found that the customer carbohydrate ratio may have been set incorrectly. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer's blood glucose level was not impacted.